Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in backup co de c.

Manufacturer narrative:
H6 - final analysis - found the device in backup code c. The device also exhibited no output or telemetry due to a high current drain that depleted the battery. The high current drain and an erratic atrial output was caused by a discrepant integrated circuit.